Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to corroded battery tube. Unable to perform the displacement test due to blank display. The pump was also received with the case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.

Event description:
Information received by medtronic indicated that retainer ring was cracked. Reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.